Manufacturer narrative:
(B)(4) additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported the surgeon reported during a procedure with a patient with lower extremity arteriosclerotic obliteration, long femoral artery occlusion. A balloon was used for dilatation and placement of an ses smart control 6 x4 0 120 stent. After partial release of stent, the surgeon found that the stent was incomplete, suspected stent was fractured, stopped placing stent, checked and found that part of stent fracture remained in the lesion, and removal of residual fracture stent by surgery.

Manufacturer narrative:
The following sections have been updated accordingly. As reported, during a procedure on a patient with lower extremity arteriosclerotic obliteration, long femoral artery occlusion, a balloon was used for dilatation and placement of a ses smart control 6 x4 0 120 stent. After partial release of ses smart control 6 x4 0 120 stent, the surgeon found that the stent was incomplete, suspected that the stent was fractured. Surgeon stopped placing the stent, checked and found that part of stent fractured and remained in the lesion. Surgery was conducted for removal of residual fractured stent. There were no anomalies noted when device was removed from the package. There were anomalies noted during prep. The intended procedure and target lesion was long segment occlusion of superficial femoral artery. The lesion had extensive calcified occlusion. There was no vessel tortuosity. There was no vessel angulation. The device was used for a chronic total occlusion lesion with a history of 3 years. Resistance was met while advancing the device. Excessive torquing was required. The device did not kink in the area of separation. Resistance was met while withdrawing the device. The femoral artery needed to be incised to remove the stent. After re-placement of the stent, the lower extremity ischemia of the patient improved and patient was discharged. Additional procedural details were requested but are unknown. One non-sterile ses smart control 6x40 120 was received coiled inside a plastic bag. Unit was received deployed. Stent and locking pin were not received. No anomalies were found. A review of the device history record lot number 17660835 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The event "stent-ses - fractured-separated - in patient" as reported by the customer was not confirmed since the stent was not received and no anomalies were found during visual analysis. Without procedural films, medical records or the return of the product, the exact cause of the reported failure condition could not be conclusively determined. As noted in the instructions for use, ¿while using fluoroscopy, maintain position of the radiopaque stent markers relative to the targeted lesion site. Watch for the distal radiopaque markers to begin separating. Separation of the distal stent markers signals that the stent is unsheathed. Continue turning the tuning dial until the distal end of the stent obtains full apposition with the vessel wall. Note: only the initial 40 mm of the stent may be unsheathed using the tuning dial. With maintaining a fixed handle position, pull back the deployment lever to unsheathe the remainder of the stent. Given the limited amount of information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported, during a procedure on a patient with lower extremity arteriosclerotic obliteration, long femoral artery occlusion, a balloon was used for dilatation and placement of a ses smart control 6 x4 0 120 stent. After partial release of ses smart control 6 x4 0 120 stent, the surgeon found that the stent was incomplete, suspected that the stent was fractured. Surgeon stopped placing the stent, checked and found that part of stent fractured and remained in the lesion. Surgery was conducted for removal of residual fractured stent. There were no anomalies noted when device was removed from the package. There were anomalies noted during prep. The intended procedure and target lesion was long segment occlusion of superficial femoral artery. The lesion had extensive calcified occlusion. There was no vessel tortuosity. There was no vessel angulation. The device was used for a chronic total occlusion lesion with a history of 3 years. Resistance was met while advancing the device. Excessive torquing was required. The device did not kink in the area of separation. Resistance was met while withdrawing the device. The femoral artery needed to be incised to remove the stent. After re-placement of the stent, the lower extremity ischemia of the patient improved and patient was discharged. Additional procedural details were requested but are unknown.